Event description:
It was reported that the patient, who is on dialysis and at risk for hypoglycemia, was using the ilet device when the doctor advised removing the pump after the patient received a dose and experienced a low blood glucose of 51; the patient self-treated with oral glucose, improved to 73 during the call, felt better, and later resumed ilet use. Symptoms included hypoglycemia with associated dizziness and shaking. Outcomes included no lasting health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.